Event description:
(B)(4). The dealer reported that the tdxsp custom power wheelchair was intermittently logging on, and when it happened, it was consuming more than 30 volts. There was no injury reported.